Event description:
It was reported that before using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated from the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - bd received 1 photo for investigation, which upon evaluation, showed holder separation. In a functional test, 10 retained samples were utilized, each drawing 6 vacutainers with water. During this exercise, none of the needles separated from their holders. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. The root cause for the reported issue has been identified as being due to air bubbles / voids occurring on the snap ring on holders moulded on mould tool u105 cavity 11. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated from the holder. No adverse impact was reported regarding the patient or user.